Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown bi-mentum hip acetabular cup; cat# unk_jse; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
(B)(4): serf rc-23-0196 the patient was revised due to pain and instability. Unknown surgical delay.